Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent alarm for high alarm communication module intermittent connection as well as a last error code 41100. The alarm did not happen a lot but had occurred twice this month and 2 times in testing. Power cycling clears it up, but it did take two tries to get the alarm to not sound. This event occurred during testing. There was no patient involvement and no patient harm.